Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. The customer¿s blood glucose level was 241-242 mg/dl. Customer loaded a new cartridge to address the issue.